Event description:
Bloodleak in polyflux 17s during treatment. Blood leak alarm stopped the blood pump. Investigation showed a reddish coloration of the dialysis fluid. There was a blood loss of <1ml. No medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.